Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a procedure, a farawave catheter was selected for use. However, it was noticed that the packaging had been infiltrated and was no longer sterile. Both the exterior and interior boxes were found broken upon arrival. The patient was not present at the time of the event. The device will not return as it was disposed.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary the device did not return; therefore, product analysis could not be performed. There is a picture attached to this complaint which provided objective evidence that the outside packaging was damaged. Further review of the image did not reveal any identifiable breach in the sterile barrier packaging. The image only showed clear damage to the external packaging.

Event description:
It was reported that during preparation for a procedure, a farawave catheter was selected for use. However, it was noticed that the packaging had been infiltrated and was no longer sterile. Both the exterior and interior boxes were found broken upon arrival. The patient was not present at the time of the event.the device will not return as it was disposed.